Event description:
A report was received that the patient underwent an explant procedure of the scs system due to allergic reaction. It was unknown if the allergic reaction was device related or not. No further information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50 serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure of the scs system due to allergic reaction. It was unknown if the allergic reaction was device related or not.